Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed no noticeable external damage. Customer?s reported issue was duplicated start-up and flow test. The battery would not hold a charge, went into depleted start after a short period of time after charge. The root cause of the reported issue was found to be normal wear; battery pack was over five years old. Actions taken to mitigate the reported issue: replaced battery.

Event description:
It was reported that battery issue could be interconnect board. No patient injury reported.